Manufacturer narrative:
The unit had an unresponsive up and down button due to a flattened dome. The keypad connector was inspected and no anomaly was found. The unit had a minor scratched lcd window. (B)(4).

Event description:
The customer called in to report that the insulin pump would not bolus due to a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 130 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.